Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that ever since they had the device put in, they've had one bladder infection after another, one urinary tract infection (uti) after another. Patient stated they would take 5 days of antibiotics and then 5 days later the uti would be back. One after another. The patient stated they had to go to the ER twice in the month of july and that both times they'd been admitted to the hospital for 10 days at a time. Patient stated they tried to have their healthcare provider (hcp) come out to the hospital but the hcp never showed up and the representative (rep) who had initially been on their case when they were implanted was no longer with the company. Patient wanted to know what rep was assigned to them now and wanted to know what to do. Patient services reviewed the role of the rep and patient services with the patient, explaining there were different programming options they could try but redirected the patient to follow up with an hcp regarding their medical concern and if needed the hcp could page a rep to come out to assist. The patient stated they would potentially reach out to their hcp about their concerns but they also requested physician listings in the event they chose to find a new hcp. Patient services sent the patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they know that the device was causing their constant utis. The therapy was off, and it was still causing them and they want it removed. The caller also stated that they want it out for MRI reasons. The agent reviewed that the patient should be full body eligible and offered to walk them through checking it. They reported that the reason they wouldn't perform the MRI was because the patient has another pain device and they wouldn't scan because the patient had two devices. The patient reported that they want this one out, because the other device (a pain device) worked. The agent touched on MRI guidelines as it related to having multiple devices. The agent email physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the device or therapy caused or contributed to their utis. The patient did not have utis prior to implant and they indicated that the uti was not related to the patient's underlying condition. It was unknown if the issue was resolved.